Manufacturer narrative:
The root cause of this incident is related to the operator's error in swapping wash solution a and wash solution b containers positions on the provue. Repairs were not required to return the analyzer to expected operation. Erroneous results were not reported as a result of this incident. Samples retested yielded expected results. No erroneous results reported due to this incident.

Event description:
Customer contacted tsc to report wash solution a and wash solution b containers were erroneously swapped in their positions on ortho provue analyzer. Customer realized mistake was made, corrected actions by placing back containers in appropriate positions, customer took 4 samples that were tested during crossed container period and re-ran them on manual bench, all results as expected. Customer performed monthly maintenance on provue analyzer after correcting containers. Customer did not get any error codes on provue analyzer as a result of container swap. Customer reports that issue was noticed when customer ran out of solution b and had to refill. Tsc verified that all samples tested yielded expected results, monthly maintenance performed.